Manufacturer narrative:
(B)(6). PMA/510(k): exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that, at an unspecified date, leakage was found at the joint of the hub of the drainage catheter after placing it into the biliary tract. The leakage was discovered while flushing the device with saline after placement in the patient. The procedure was completed successfully after replacing the catheter with another of the same catheter. As reported, the patient did not experience any adverse effects.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), specifications, as well as a functional test, visual inspection and dimensional verification of the returned device were conducted during the investigation. One mac loc catheter was returned in the locked position in used condition with no surface damage apparent on the device. The distal tip of the catheter was noted to be yellow. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and the connector cap. Tug and twist tests performed revealed that the proximal assembly was secure, however the catheter tubing was noted to be able to freely rotate within the cap, indicating that the flare was not fully compressed. Upon removal of the connector cap, the suture string was found to be wound in the threads. The flare appeared lopsided, but due to compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. The device was found to be out of specification during dimensional analysis due to the number of threads showing exceeding what was defined in manufacturing instructions. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest issues or gaps that could contribute to the release on nonconforming product related to the reported failure. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause was not established. It was noted that the connector cap was not adequately torqued onto the hub and could have contributed to the described failure mode, although this cannot be confirmed. Other potential causes include the suture string running through the threads of the cap assembly interfering with the seal during torqueing, an inconsistent flaring process and the silicone insert being punctured during production due to improper threading techniques although these factors have not been confirmed. Appropriate measures have been taken to address this failure mode. The appropriate personnel will be notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.